Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve deployment and position - malpositioned thv" was unable to be confirmed. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted within a thv in an aortic insufficiency native valve (native annulus with minimal to no calcification). The sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was indicated for native aortic valve with severe native calcific aortic stenosis replacement, so it was an off label operation for this case. As reported, "this was an off-label ai case with minimal to no calcification of the aortic valve. The s3ur was deployed with +2 ml, the valve ended up too deep in the ventricle." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In this case, the valve was implanted 50/50 (aorta/ventricular), which was likely due to the improper valve position. As such, available information suggests that procedural factors (valve positioning technique) may contributed to the reported complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. This is an off label aortic insufficiency case. Remains implanted.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve inside a 29mm sapien 3 ultra in the aortic position. This was an off-label aortic insufficiency case with minimal to no calcification of the aortic valve. The s3ur was deployed with +2 ml and the valve ended up too deep in the ventricle. The valve and patient remained stable while the team prepped a second 29mm s3 valve. The second valve was then successfully deployed higher in the annulus. The gradient by cath was 2mmhg and the gradient by echo was 7mmhg. The delivery system was removed and the groin was closed and hemostasis was achieved.